Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited low out of range pacing impedance measurements. Additional information obtained from the field representative indicated that an x-ray was taken and did not reveal any significant findings; the cause of the low out of range pacing impedance measurement was not determined. The physician will continue to monitor this patient. This crt-d and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.